Event description:
It was reported that the patient with this implantable pacemaker system attended an in-clinic follow-up. It was observed that the thresholds are high in unipolar and bipolar configurations and it is increasing. Additional information was provided. The patient was seen for regular follow-up and the right atrial (ra) lead was not capturing at high outputs. Fluoroscopy was performed and the leads position was the same as implant, the header pins were also observed and the physician planned for a revision procedure. The revision procedure was performed and the leads disconnected from the device header to test the leads with the pacing system analyzer (psa), all measurements appeared appropriate. The leads were connected to the same device again and both the ra and right ventricular (rv) leads showed failure to capture in unipolar configuration at high output. The device was removed and the leads connected to a new device, which showed adequate measurements and parameters. Post implant follow-up also showed parameters within normal range and the patient was doing well, so the physician decided to keep the new device implanted and plan for discharge the patient. No additional adverse patient effects were reported. The product returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of high capture threshold and failure to capture.

Event description:
It was reported that the patient with this implantable pacemaker system attended an in-clinic follow-up. It was observed that the thresholds are high in unipolar and bipolar configurations and it is increasing. Additional information was provided. The patient was seen for regular follow-up and the right atrial (ra) lead was not capturing at high outputs. Fluoroscopy was performed and the leads position was the same as implant, the header pins were also observed and the physician planned for a revision procedure. The revision procedure was performed and the leads disconnected from the device header to test the leads with the pacing system analyzer (psa), all measurements appeared appropriate. The leads were connected to the same device again and both the ra and right ventricular (rv) leads showed failure to capture in unipolar configuration at high output. The device was removed and the leads connected to a new device, which showed adequate measurements and parameters. Post implant follow-up also showed parameters within normal range and the patient was doing well, so the physician decided to keep the new device implanted and plan for discharge the patient. No additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.